Manufacturer narrative:
Date of event: unknown. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for xxxxx with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that bd vacutainer® lithium heparin 75 usp units blood collection tubes had "tubes not filling".

Event description:
It was reported that bd vacutainer lithium heparinn 75 usp units blood collection tubes had "tubes not filling".

Manufacturer narrative:
The device history records for batch 6342991 have been reviewed with no issues being identified.